Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate. Reportedly, customer may have entered the time incorrectly but could not confirm. Customer corrected the time to address the issue. There was no adverse impact to the customer.